Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-13999mf, fastpass scorpion, batch number: 15336316, was received for investigation. Visual evaluation of the device noted that the jaw would not close completely as intended. This is a known internal manufacturing issue addressed by nonconformance.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/28/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf scorpion end of it doesn't close/the clamp doesn't close all the way. This occurred during use in a case with no patient effect.